Event description:
It was reported that the implantable neurostimulator (ins) was explanted due to an infection. It was stated that a culture was taken from device pocket and antibiotic treatment was necessary. It was noted that the lead was left in place "in hopes of replacing ins once infection was cleared." The patient was hospitalized and alive with injury. The patient reportedly had drainage, incisional wound opening, redness, and swelling at the device pocket and right side implant. Additional information was requested, but was not available at the time of the report.

Manufacturer narrative:
No device analysis was performed; the device met risk based criteria.

Event description:
Additional information received from the health care provider (hcp) reported that the cause of the event was an infection. It was stated that it was a (B)(6) infection. It was stated that surgical intervention occurred and all of the components were removed. It was stated that this occurred on (B)(6) 2013. It was reported that the patient displayed signs of sepsis. The patient outcome was unknown because the patient was still under treatment.

Manufacturer narrative:
Product ID 37746 lot# serial# (B)(4), product type programmer, patient product ID 37754 lot# serial# (B)(4), product type recharger product ID 97792 lot# n375816, implanted: 2013 (B)(6), product type accessory product ID 39286-65 lot#, serial# (B)(4), implanted: 2013 (B)(6), product type lead. (B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.